Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a femoral approach, the 98% stenosed lesion was located in a moderately tortuous, severely calcified superficial femoral artery. The 4.0mm x 150mm x 150cm coyote balloon was being used for pre-dilatation when it ruptured at 12 atms upon second inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a femoral approach, the 98% stenosed lesion was located in a moderately tortuous, severely calcified superficial femoral artery. The 4.0mm x 150mm x 150cm coyote balloon was being used for pre-dilatation when it ruptured at 12 atms upon second inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received inside a carrier tube (hoop) within a shelf box. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).